Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2011 the patient underwent a trial procedure to receive two percutaneous leads (from the same lot). It was reported that the doctor tried to reposition one of the leads and cerebrospinal fluid was observed. As a result, the doctor decided to abort the procedure and the facility discarded the leads. The patient also experienced a headache but later resolved. She has not suffered any other symptoms as a result of this event.